Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 269 mg/dl at the time of the incident. Customer stated that the pump stopped working last night and she received a button error alarm. When the customer changed the battery, she received a battery out limit alarm. Customer then received another button error alarm. Customer reported that she was about to change out her reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform operating currents test due to unresponsive buttons. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and cracked belt clip slot.